Event description:
It was reported during in clinic follow up that the atrial and right ventricular leads exhibited failure to capture and failure to sense. Imaging revealed dislodgement. The leads were explanted and successfully replaced. There were no patient consequences.